Event description:
It was reported that during use on a patient, one side of the peel away sheath broke off when being removed. The sheath was fully retrieved. The patient was fine and had no injury.

Manufacturer narrative:
(B)(4), the customer returned one peel-away catheter for analysis. Signs of use in the form of biological material were observed on the sheath. Visual analysis revealed that one peel-away sheath tab was separated from the extrusion. Portions of the proximal end of the peel-away extrusion were still molded into the tab. The point of separation occurred at the distal end of the tab. Microscopic examination confirmed the damage and revealed that the point of separation was not uniform. It was also noted that the peel-away sheath was partially split down the score lines and partially torn incorrectly. No defects or anomalies were observed on the score lines. The peel-away sheath body length measured 2 7/8", which is within the specification limits of 2 5/8"-2 7/8" per product drawing. Functional testing could not be performed due to the condition of the returned sample. R & d was previously consulted regarding this complaint issue. They indicated that this defect likely occurred during the molding process. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The report that the peel-away sheath tabs broke off during use was confirmed through complaint investigation of the returned sample. Visual analysis revealed that both of the sheath tabs separated from the extrusion. Portions of the proximal end of the peel-away extrusion were still molded into the tabs. The sheath met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the observed failure mode likely occurred during the manufacturing (molding) process. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, one side of the introducer hub broke off when being removed. The introducer was fully retrieved. The patient was fine and had no injury.